Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 1998. It was further reported patient underwent a revision procedure on (B)(6) 2003 due to bone loss and pelvic discontinuity. Subsequently, patient was revised on the right side on (B)(6) 2008 due to pain and loosening of the acetabular cup.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date, manufacture date. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00622 / 03486).